Event description:
Site rep reported the doctor felt navigation was 1-2 mm inaccurate after registration for a fess (functional endoscopic sinus surgery) case, and having difficulty tracking instruments. The 70 degree suction and tricut blade would switch between red/green status. Emitter tracking details in the software gave the message, "check for metal in the field." Site confirmed there was nothing metal in the field, however when the user held emitter in the air, (away from any unnoticed metal), they were able to track instruments. The surgeon then alleged 5mm inaccurate. Medtronic technical service rep recommended ensuring there was no metal causing distortion of tracking field and advised user of the option to re-register to improve accuracy, and advised surgeon to make sure the pt tracker did not move after registration. Surgery completed with no harm to the pt reported.

Manufacturer narrative:
Pt info not available at this time. Medtronic rep surveyed the user about their use of the system. He found the user lost the silicone pad in the reported case and used a 4x4 instead. This could cause the headframe to move and cause the reported inaccuracy. The site also had the emitter positioned incorrectly leading to intermittent red/green status and tracking difficulties.